Event description:
The user facility reported a 71 year old male on impella support due to acute myocardial infarction. During support, the purge cassette began to leak prompting the staff to change it. The purge cassette was changed and there were no purge issues after. However, further details provided stated that the patient was in profound cardiogenic shock and continued to do worse even after impella placement and subsequently expired. The facility stated that the cassette leaking had no effect on the patient or outcome.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected data: e2343 removed from h6. Investigation summary: no product returned. Fluid leak: purge cassette reported to be leaking. It was changed and no purge issues since. The cause of the purge cassette leak was not determined due to no product returned.